Event description:
The customer reported that the unit had an eo5 error and it was leaking cidex. There were no physician complaints reported. The customer patched up the crack in the tank. The customer did not want to but any new parts, because they were getting a new machine.

Manufacturer narrative:
Other: capital equipment, evaluated at customer site. The customer patched up the crack in the tank. Customer repaired unit.